Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/tubing). The patient was connected at the time of the alarm. This occurred during last fill of peritoneal dialysis (pd) therapy. The patient stated there was a leak coming from the connection between the heater line of the cassette and the heater bag. It was unknown how the patient would complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.